Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient was asleep and her husband was unable to wake her up as she had become unresponsive. A fingerstick was taken by the husband and the blood glucose reading was low, but no specific value was reported. The husband was unable to check what the cgm device was displaying at that time. The patient was treated with a glucagon injection by the husband after which she regained consciousness. The patient recovered after treatment. No further treatment was reported to be needed, and the patient did not seek any medical care. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.